Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 failure code, which was found by a baxter service representative. The biomedical engineer stated that there was no report of patient injury involving this device. Initial event description stated "display lines and tube loading problems" in addition to the 810:04 failure code.